Event description:
It was reported that one of the cutting balloon blades was missing. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. The patient had significant thrombus in the right coronary artery. The physician used the non-boston scientific (bsc) thrombectomy system to remove the clot, however, not all of the clot was removed. A 4.0 wolverine cutting balloon was then used to cut the thrombus. Post cutting balloon, the physician discovered one of the cutting balloon blades in the debris that was removed with the non-bsc thrombectomy system. It was confirmed that the 4.0 wolverine balloon only had 3 blades remaining. No subsequent work was done on the vessel. No patient complications reported as a result of this event.